Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 106mmol/l. The customer was found by a friend lying down unconscious on the floor and the ambulance was called. The customer had a very low blood pressure and low temperature. It was stated that the alarm history revealed several no delivery alarms for two days, and the last bolus was the day before the event when she gave herself only two bolus of 5.0 units for the day. The doctor stated that the bolus history revealed that the customer was not bolusing during the meals. It was stated that while being at the hospital they found that she had an infection that contributed to her high glucose. Once the customer was consciousness, she could not explain what happened. The daily totals matched to the basal and bolus. It was stated that the infusion set was out of her body and a knot was found in the tubing. The customer was changing the infusion set every five days. No further information was provided.